Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer performing as expected. The patient was scheduled for a replacement surgery on (B)(6) 2022. No more information is available at the moment.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had a large tear in the outer tube in the proximal cylinder bodies that were the result of sharp instrument damage which probably occurred during the explant surgery. Both cylinders had bulges when inflated, no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was no longer performing as expected. No additional information was provided.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had a large tear in the outer tube in the proximal cylinder bodies that were the result of sharp instrument damage which probably occurred during the explant surgery. Both cylinders had bulges when inflated, no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was no longer performing as expected. The patient underwent surgery to remove and replace the device. There were no reported patient complications.